Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was found unconscious and was taken to the hospital. The patient had inflammation of the lungs and blood poisoning. The patient's doctor alleged that the infusion device contributed to the coma and blood poisoning. The infusion device was returned and evaluated and no malfunction was found. The product met specifications.